Manufacturer narrative:
Based on the claim against the product by the customer noting that the prograsp forceps tip broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube. A piece measuring approximately 0.04 x 0.253 was not returned with the prograsp forceps. The proximal clevis was found to be dislodged as well at the distal end. The complaint regarding the broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is considered a reportable event due to the following conclusion: the complaint acknowledges that a portion of the device that enters the patient (distal end) broke during the procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure it was noticed that the prograsp forceps instrument tip was broken at the shaft. The customer pulled the instrument and trocar out. The site had to manipulate the instrument tip back onto the shaft to remove the trocar. The procedure was completed with no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon had the instrument sitting near the abdominal wall and was attempting to grasp the uterus when the instrument broke. There were no reports of the instrument colliding with other instruments or tools. There are no photos available of the instrument. The patient's demographic information was not available.